Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. The proximal conductor was distorted, there was a cosmetic depression on the outer insulation, there was blood in/on the helix mechanism, and there was apparent explant damage.

Event description:
It was reported that the right atrial lead was undersensing the r-wave. The lead was explanted and replaced. No patient complications were reported as a result of this event.